Event description:
The complaint was reported as: the cap will not stay in the port on the inspiratory limb of the circuit. As a result, the circuit fails the leak test prior to use of a pt. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation. The device history record for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to the reported issue. The device history record shows that the product was assembled and inspected according to specifications. The customer complaint could not be confirmed due to lack of product sample to perform a proper investigation and determine the root cause. If the product sample becomes available, this complaint will be re-opened.